Manufacturer narrative:
The reported event of stretched complaint was confirmed, but the reported events of impedance problem and dislodgement were not confirmed. Visual inspection showed that the helix was stretched out of specification, this is consistent with procedural damage. Electrical features and longevity assessment were normal with no other anomalies found.

Manufacturer narrative:
Correction: h11 - provide narrative/data in 2017865-2025-50679 submitted on 19 may 2025 should have included the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) leadless pacemaker (lp) exhibited low pacing impedance, high capture threshold, and low r-wave amplitudes and unable to be implanted due to helix being stuck to the heart structure. Tissue and blood clot was then found at the helix. The rvlp was not implanted, and an alternative was attempted to be implanted instead. During the placement of the second rvlp, it was noted that it was also exhibited the same electrical anomalies, which were low pacing impedance, high capture threshold, and low r-wave amplitudes, and unable to be implanted while exhibited no change in pacing impedance. When the replacement rvlp was eventually placed, it dislodged. The rvlp was successfully retrieved from the bottom of the right ventricle and found its helix to be sprung. Blood clot was also found on at the replacement rvlp's helix. The rvlps were not implanted, and the procedure was abandoned. Patient condition was stable throughout.